Manufacturer narrative:
Gtin/UDI number for item 2426-0500, lot 17023043 is (B)(4). No product will be returned per customer. A picture of the set was provided by the customer. A circle was made around the smartsite port below the lower fitment were it appeared that the leak occurred. However; the leak could not be confirmed as the picture was not clear. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the pcu department had a tubing leak during patient use. There was no report of patient harm